Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the s5 erc tubing clamp / 620mm. The incident occurred in (B)(6). A livanova field service representative was dispatched to the facility to investigate the device and could confirm the reported event. Through follow-up communication with the technician livanova (B)(4) learned that the clamp was found to be non responsive to the opening/closing function buttons when selected on the control panel. The device was replaced with a new one and the issue solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The most likely root cause for the reported issue can be traced to fluid and/or moisture ingress.

Event description:
Livanova (B)(4) received a report that a s5 erc tubing clamp / 620mm was not working during procedure. There was no report of patient injury.